Manufacturer narrative:
The company rep reviewed the error codes in the logs of the unit. Transducers and drive assembly both checked good. The company rep replaced the front end circuit board (B)(4) due to corrosion on several components related to saline spill. One capacitor on the circuit board was dislocated. In an unrelated repair the fiber optic assembly (B)(4) was also replaced. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, they received an electrical error code #52 (drive transducer offset failure), after starting unit in order to perform the safety disk leak test. No pt was involved.